Event description:
It was reported that while using bd vacutainer® k3e 5.4mg plus blood collection tubes that there was a raised fill volume issue. The following information was provided by the initial reporter: customer raised fill volume issue in 368856 edta 3ml tube, ,1 ml sample is coming in 3ml tube during phlebotomy.

Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2153625, d4. Medical device expiration date: 2023-10-31, h4. Device manufacture date: 2022-06-02. D4. Medical device lot #: 2245743, d4. Medical device expiration date: 2024-01-31, h4. Device manufacture date: 2022-09-02 . E.6: initial reporter e-mail: (B)(6). H.6 investigation summary: material #: 368856, lot/batch #: 2153625, 2245743, 2245743. Bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from each lot were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.